Manufacturer narrative:
Failure event observed during analysis. Final analysis found connector portion of the lead was returned in one piece measuring 17.8 cm. External insulation abrasion breaching the right ventricular cable lumen was noted at 15.2 cm to 15.4 cm from the is-1 connector pin consistent with friction to device can. The right ventricular etfe cable coating was normal in this region.

Event description:
This report is to advise of an event observed during analysis